Event description:
It was reported that a cartridge did not fit onto the pump. Additionally, it was reported that air bubbles were observed within the cartridge tubing and infusion set tubing. It was also reported that an occlusion alarm occurred. Customer performed a supply change to address the issues. There was no adverse impact to the customer¿s blood glucose value. Reportedly, customer continued using pump for insulin therapy.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Manufacturer narrative:
The failure investigation has been completed and the alleged occlusion issue was verified in the pump logs; however, no failure was identified while based on the analysis, the alleged air bubbles and cartridge installation issues could not be verified.